Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. Our field service engineer did not visit the customer to investigate the reported issue and there is no further information on how or if the issue has been resolved.

Event description:
Manufacturer's ref.#: 561728.